Event description:
It was reported patient has a codman pump. Pump refills have been very difficult requiring fluoroscopy at last fill. Pump is not delivering steady medication causing marked increase in pain around refill time. Last refill there was not a return of old meds when pump was accessed. Patient is having pump replaced with (B)(6) pump. Notes include failed codman pump requiring replacement with pocket revision secondary to migration of pain pump and difficult refills. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).